Event description:
The customer reported that the insulin pump did not alarm no delivery while the cannula was bent in the shape of l. The customer treated her glucose level with manual injections. Troubleshooting was not performed as customer was not connected to the insulin pump at the time. The caller mentioned having bent cannulas three times. Reminded the customer to change the infusion set every two three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.